Event description:
The user facility reported that water had leaked from their reliance synergy washer overnight. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the washer's drain hose was out of alignment. The hose being out of alignment allowed the water to leak onto the floor and not into the facility's floor drain. The technician adjusted the drain hose into the facility's floor drain, ran a test cycle and confirmed the unit to be operational.